Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in kolkata, india. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that stirrer motor of a heater-cooler system 3t device was stuck and unable to rotate. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor was replaced to solve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The involved device was installed in 2018 and no further similar events have been identified since its installation by reviewing the complaint database. The symptom (stuck motor) found by the technician on the replaced component is related to a mechanical fault. Based on investigation results of similar events, it cannot be ruled out that the reported issue was caused by the corrosion of the motor metal parts that led to irregularities on the surface of the motor bearing.

Event description:
See initial report.